Manufacturer narrative:
Product code (d2b) - additional product code qon UDI for concomitant product, neurostimulator: (B)(4) premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a lead revision surgery. At the time of the procedure, the patient reported prior intermittent shock-like sensations in the labial region, which had resolved after turning stimulation off months earlier, with overall good symptom relief noted. Pain and discomfort were also noted. Imaging showed slight lead migration. The patient also reported experiencing frequent falls but could not identify a specific event contributing to the lead migration. The existing lead was removed intact without complication and replaced with a new tined lead in a different location. Motor responses were observed at the initial site, and final placement was adjusted to optimize stimulation location. The procedure was completed successfully, and the patient fully recovered. No additional complications were reported.